Manufacturer narrative:
The field service engineer determined the sample pipettor was partially clogged. The cuvette rinse levels were adjusted and the rinse nozzles were cleaned. The sample probe was replaced and positions were adjusted. Controls were run successfully and results were comparable to another analyzer. UDI number = (B)(4).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ise indirect cl for gen.2 on a cobas 6000 c (501) module. No incorrect results were reported outside of the laboratory. The sample initially resulted in a cl value of 84 mmol/l. The sample was repeated on a second analyzer, resulting with a value of 106 mmol/l. The cl electrode lot number and expiration date were requested, but not provided.

Manufacturer narrative:
The investigation determined the service actions resolved the issue.